Manufacturer narrative:
(B)(4). The actual sample was discarded. Companion sample was available . The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab on the actual sample. Received one actual sample in reference to overprime leak out of patient line. Set was visually inspected with solution noted in set. Set was placed on machine for priming with no alarms noted. No manufacturing abnormalities were noted during visual inspection . The complaint could not be confirmed in the lab. No root-cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up, (B)(4) received a report from the home patient (hp) stating that they were having over-prime issues for a week . They have been having some problems with the patient line during the prime everyday for the past week . The hp stated that they started a new box of cassettes the beginning of last week and since then, the hp has had solution leak out of the patient line during prime every night. The hp thinks there is a flaw with the entire lot of cassettes. The hp did not have the actual samples saved from the incidents of over-prime, but agreed on sending a companion sample back to baxter for evaluation. The hp also provided the lot number information (h11b28079). The hp had not notified the baxter's technical services of the problem nor has the hp called their registered nurse (rn) regarding the problem. No further information was provided. There was no injury or medical intervention reported. Th is report 5 of 7. The home patient (hp) contacted this writer on (B)(6) 2011 regarding the check supply line alarm and starting over with new supplies (B)(4). The hp stated that they were able to resume therapy after starting over with new supplies. The hp stated that they only had the problem with the one bag where the hole on the bag was very tiny. The hp discarded the sample and did not provide the lot number information. (B)(4). The hp then stated that they have been having some problems with the patient line during the prime everyday for the past week (current complaint). The hp stated that they started a new box of cassettes the beginning of last week and since then, the hp has had solution leak out of the patient line during prime every night. The hp thinks there is a flaw with the entire lot of cassettes. The hp did not have the actual samples saved from the incidents of over-prime, but agreed on sending a companion sample back to baxter for evaluation. The hp also provided the lot number information (h11b28079). The hp had not notified the baxter's technical services of the problem nor has the hp called their registered nurse (rn) regarding the problem. No further information was provided. There was no injury or medical intervention reported.